Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were twisted and formation was incomplete. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.